Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review was completed with the following results: assembly batch 6153637 was used in the production of this batch. One-hundred sixty-two visual inspections were performed on 8,050 parts with zero defects noted. Daily cleaning was performed 20 times per policy during the assembly of this batch. Investigation conclusion: a complaint history check was performed and this is the first related complaint reported with the defect/condition of foreign matter with lot #6152799 regarding item #305211. No sample provided. Root cause: undetermined.

Event description:
It was reported that bd¿ blunt filter needle had foreign matter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported that bd¿ blunt filter needle had foreign matter. There was no report of exposure, serious injury or medical intervention.